Event description:
Had a biomet calcium carbonate cervical bone graft device inserted in the c5-6 & c6-7 levels in 2007. Discovered the biomet appliance failed/broke in 2008. The device was replaced three months later. First appt with neuro surgeon was 2007, with initial surgery, 2nd surgery due to the bone device graft failure, and follow-up appointments through 2008.